Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact. H3 other text: device not returned.

Event description:
The customer reported that "the device powers off on its own." There was no patient impact or consequence reported.